Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.(B)(4).

Manufacturer narrative:
The catheter and the rhv (rotating hemostatic valve) were returned for evaluation. The coating of the catheter was found to be damaged and the cause was likely due to the sharp edge on the inner diameter of the rhv. (B)(4).

Event description:
Treatment of an aneurysm. It was reported by the physician that during retrieval of the catheter from the introducer and passing through the hemostatic valve, some unknown substances was observed came off from the catheter.no patient symptoms or injury reported.